Manufacturer narrative:
This is a case whereby the customer performed the xpert xpress sars-cov-2/flu/rsv plus test on a previously flu a positive by bd veritor sample and obtained a negative result across analytes. The test was repeated by xpert sars-cov-2/flu/rsv plus on another lot and provided a result of negative for all analytes. Cepheid has attempted to reach the customr multiple times, without succes. Review of the test resuts submitted do not show any evidence of product malfunction, however cepheid cannot rule out. Without other information, unable to determine if any sample misidentification or false positive on the part of the comparator is possible. The determination and likely root cause is inconclusive. Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information."

Event description:
Customer reported discrepant results for the same patient sample, but with different lots of xpress sars-cov-2/flu/rsv plus assay. The customer reports discrepant results from a patient sample tested on both the genexpert and the bd veritor rapid test (B)(6). The testing timeline is unclear, and cepheid was unable to reach the customer to clarify the sequence of events. It is known that the customer initially tested the patient sample using the bd veritor rapid test (B)(6), which returned a result of flu a positive and flu b negative. When the same sample was tested with the xpress sars-cov-2/flu/rsv plus assay, the result was flu a negative, flu b negative, sars-cov-2 negative, and rsv negative. The customer then repeated the same sample with xpert xpress sars-cov-2/flu/rsv plus assay, but with a different lot. The result was flu a negative, flu b negative, sars-cov-2 negative, and rsv negative again. The sample was freshly collected, never frozen, tested within one hour of collection, and consistently stored at room temperature between tests. All samples were run per IFU. There was no harm to the patient.